Event description:
It was reported that during a routine device replacement procedure, the patient received an inappropriate shock from the cardiac resynchronization therapy defibrillator (crt-d) while the physician was using an electrical scalpel and the patient became anxious with pain and fear during the operation. It was noted the crt-d function had not been deactivated prior to the procedure, which led to the inappropriate therapy being delivered. The device was reprogrammed and the operation was completed. No further patient complications have been reported as a result of this event.